Manufacturer narrative:
Initial and final MDR 1903446- MDR 3003442380-2024-12232- device 1 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set's tubing was leaking at site within last two weeks. The blood glucose level of the patient was 250 mg/dl.. Moreover, the issue occurred with eight infusion sets used between one to one and half days. No further information available.